Event description:
Related manufacturer report number: 2017865-2023-51142. It was reported that the patient received alerts indicating aborted shocks with a high voltage lead issue. A second alert indicated an excessive current was detected during shock therapy and the implantable cardioverter defibrillator (ICD) may not deliver the programmed high voltage therapy was observed. Noise, oversensing was confirmed. The device was programmed off. A system extraction was to be performed in a few months. The patient was stable.